Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, after advancing the device to the target tissue, the clip assembly was locked and deployed; however, the clip failed to separate from the delivery catheter. Reportedly, several attempts were made to release the clip without success. At this time, the physician tried to manipulate the handle to release the clip, but the handle broke prior to its release. The clip was pulled from the tissue, the device was withdrawn from the patient, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine. On (B)(4) 2013 follow-up was received from the nurse which confirmed that no patient injury or additional bleeding occurred.

Manufacturer narrative:
Patient weight is unknown; however reported to be around (B)(6). (B)(4) for the reported issue of clip won't detach from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).